Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during equipment evaluation conducted at the manufacturer facility the device was unintentionally running while it was in safe mode.

Manufacturer narrative:
The reported event, the trigger is faulty, was duplicated. Through inspection, the service technician noted that the trigger could be depressed while the device was in safe mode. Upon disassembly, the trigger housing was found to be cracked at the main structure.

Event description:
It was reported that during equipment evaluation conducted at the manufacturer facility the device was unintentionally running while it was in safe mode.